Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into technical service inquiring about an alert on the patients right ventricular (rv) lead. The superior vena cava (svc) defibrillation coil impedance exceeded the programmed upper alert threshold, triggering an alert for high svc coil impedance. The alert level threshold was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.